Manufacturer narrative:
A software investigation was initiated and by process of known anomaly determination concluded that this issue was consistent with an existing known anomaly, references to this event have been added to the database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a fess procedure, while they were navigating the surgeon verified the straight probe and a blue screen appeared. The clinical specialist (cs) restarted the system. The surgeon verified the straight probe and a blue screen appeared. The cs backed up to the registration page and had the surgeon navigate off of the three views below. The cs then verified a different instrument and the issue was resolved. The straight probe would still bring up a blue screen, but the above work around solved the issue. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.